Manufacturer narrative:
Qn # (B)(4). The customer returned one unit 528135 visistat 35r (B)(4) box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first staple appeared misaligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 20 staples left in the cartridge , indicating at least 15 staples were fired by the customer. Upon full engagement of the trigger, the first staple released malformed. To simulate insertion into the skin , the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. The device was disassembled and die casting anomalies were discovered on the forming tool. It appeared that the misalignment of the first staple prevented it from firing properly. The source of the staple misalignment could not be conclusively determined. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the first staple appeared misaligned. Upon full engagement of the trigger, the first staple released malformed. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. The device was disassembled and die casting anomalies were discovered on the forming tool. It appeared that the misalignment of the first staple prevented it from firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing) during suturing procedure". No report of patient harm or injury.